Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Similar to a device that is marketed in the us. Onsite functional and visual examination was performed by a manufacturer representative. The computer was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was found during servicing that the system froze twice, and that there was an issue with the batteries.

Manufacturer narrative:
The uninterruptible power supply (ups) was returned for analysis. Functional testing found that the ups was not holding charge causing the reported issue. If information is provided in the future, a supplemental report will be issued.